Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 100 mcg/ml clonidine at a dose of 38.4 mcg/day, 0.9 mg/ml marcaine at a dose of 0.3456 mg/day, and 25 mg/ml morphine at a dose of 9.6 mg/day via an implantable pump for spinal pain. It was reported that the pump status and/or event log showed that a motor stall occurred. The patient did not recently have an MRI. The patient was in the emergency room (ER) with withdrawal. It was considered a sudden change in therapy/symptoms. The event date was (B)(6) 2016. The ER physician would cover the patient with oral medications. Additional information was received on 2017-jan-04. The troubleshooting performed was the pump was read with the clinician programmer. A motor stall was detected without recovery. The cause of the motor stall was not determined. The patient denied recent MRI and could not recall any activity out of the ordinary where he would have been subjected to a magnetic field or other electromagnetic interference (emi). The pump was programmed to a minimum rate in order to mitigate risks if the pump ever did spontaneously restart. Additional information was received from the consumer on 2017-jan-17. The patient saw a manufacturer representative after the pump motor stall and hospital stay. The representative stated that the pump needed to be replaced and would take care of everything for the patient. The patient¿s wife made an appointment with the neuro-surgeon on (B)(6) 2017 at 1:30 p.m. To replace the pump. The patient wanted a representative at that appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.